Event description:
It was reported that a malfunction occurred with the customer's device, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was provided with information on resetting the pump and assisted with the reset by technical support. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump and encouraged to contact support if the issue reappeared.